Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that aspirate port 1 pinch valve was not working properly. The fse replaced the pinch valve. The fse then verified the aspiration from the port, calibrated the system, and ran quality controls, all of which were within range. The cause of the discordant troponin results was a malfunction of an aspirate port 1 pinch valve. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One discordant, falsely low and ten falsely elevated troponin results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument. One resulted higher and ten resulted lower. The rerun results matched previous results from the patients. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.